Event description:
Per (B)(6) from tri-state the stationary concentrator model irc5po2v shuts off after a few seconds serial number (B)(4) no follow up required. Invacare repair only doesn't want a 3rd part to repair.